Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited noise that resulted in false mode switches. It was believed it was a sign of impending lead failure. During the lead revision procedure, the physician did not note any sort of damage on the lead. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences.